Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), postmenopausal haemorrhage ("menopausal vaginal bleeding") and ovarian cyst ("ovarian cyst"). At the time of the report, the abdominal pain lower, postmenopausal haemorrhage and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, ovarian cyst, postmenopausal haemorrhage and vaginal discharge to be related to essure. The reporter commented: pt was supposed to have a total hysterectomy due to cramping. She did not do it due to recent back surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery. Concomitant products included ethinylestradiol;levonorgestrel (loseasonique) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), postmenopausal haemorrhage ("menopausal vaginal bleeding") and ovarian cyst ("ovarian cyst"). At the time of the report, the abdominal pain lower, postmenopausal haemorrhage and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, ovarian cyst, postmenopausal haemorrhage and vaginal discharge to be related to essure. The reporter commented: pt was supposed to have a total hysterectomy due to cramping. She did not do it due to recent back surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2021: mr received. Reporter information, concomitant drugs added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back surgery. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), postmenopausal haemorrhage ("menopausal vaginal bleeding") and ovarian cyst ("ovarian cyst"). At the time of the report, the abdominal pain lower, postmenopausal haemorrhage and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, ovarian cyst, postmenopausal haemorrhage and vaginal discharge to be related to essure. The reporter commented: pt was supposed to have a total hysterectomy due to cramping. She did not do it due to recent back surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.